Event description:
Because of the medtronic infuse that was implanted during my surgery. I began to suffer serious problems such as; pain, mental anguish, nerve injuries and the fear that I will have to under go another surgery.